Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the keypad buttons cause scrolling even after the button is released. The reporter was unsure which buttons were affected; the pump was not available for troubleshooting. The issue reportedly began "a few days ago". The patient was reportedly still using the pump. The reporter noted that the pump is not cleaned with anything. There were no reported blood glucose excursions as a result of the alleged keypad malfunction. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.